Event description:
The customer reported image quality degradation while using the s8-st. The customer also reported difficulty with the articulation. The procedure completed normally without incident.

Manufacturer narrative:
(B)(4). Evaluation of the returned s8-3t transducer notes the root cause of the failure was fluid ingress due to a damaged probe tip. This tip damage is consistent with abnormal use.